Event description:
It was reported that during a prolasectomy, according to longo tichnique, only 3/4 of the stump was cut and the device did not staple. Finished the case by performing a manual anastomosis. No adverse pt consequence.

Manufacturer narrative:
Evaluation summary: the analysis results found that the device arrived in good visual condition with no staples present and with the breakaway washer uncut, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. The instructions for use state: to fire the device, "squeeze the firing handle with a firm, steady pressure. The surgeon will feel reduced trigger pressure and hear a "crunch" as the device completes the firing cycle." Also, "before firing, ensure that the orange indicator is fully within the green range of the gap setting scale." In addition, it should be noted that if the firing sequence is not complete, you could deploy the staples without cutting the washer. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was completed and the staples were noted to have the proper b-formed shape. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.